Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the evicel used? Was the evicel used to address active bleeding or prophylactic bleeding? Was it used prior to bleed or after? Where was it placed? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How many counter-clockwise revolutions of the adjusting knob were used to open the device? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon had completed a low anterior resection a few weeks back; date unknown. His patient had a -out op staple line bleed where the circular stapler was fired. He was called out to fix the bleed late at night and patient recovered well after this. Surgeon had even used evicel on the anastomoses to prevent post-op bleeding.

Manufacturer narrative:
(B)(4). Date sent: 01/08/2021. Additional information was requested, and the following was received: how was the evicel used? Was the evicel used to address active bleeding or prophylactic bleeding? Evicel was used for prophylaxis. Was it used prior to bleed or after? Prior to the bleed. Where was it placed? Anastomosis staple line. What were the indications for surgery? Cancer. Did the patient receive any preoperative chemotherapy or radiation? Unsure. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Normal staple formation. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unsure ¿ he didn¿t remember but would normally be middle range. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Donuts intact. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? ¾ turns as per standard procedure. How was the post-op bleeding identified? Unsure. How many days postoperative was the bleeding identified? Later that evening. What was the total estimated blood loss (ml)? Unsure. Was a transfusion required? Unsure. How was the bleeding addressed? I saw photos via colonscopy but unsure specifically. What was the pre and postoperative anti-coagulant and pain management protocol? Yes and surgeon is looking at this as a potential cause as well. Was the bleeding intraluminal or extraluminal? Intraluminal from the looks of the colonoscopy pictures. Was a leak test performed? If so, what type and what was the result? No leak. Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? No leak only bleeding. How was the leak identified? Unsure ¿ surgical ward staff? What was observed at the site of the leak upon reoperation? No leak per se. How was the leak addressed? No leak only bleeding. What is the current status of the patient? Recovered.